Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a cerebrovascular intervention procedure, the catheter tip detached within the patient. The physician had acquired arterial access with a guidewire and the 5f catheter. During over-the-wire catheter manipulations under fluoroscopy, after reaching the targeted anatomical site within the cerebral vasculature system the catheter tip detached. The physician was unsuccessful in externalizing the foreign body from the patient and decided to leave the iatrogenic foreign body in-vivo. The patient is currently stable. Health status is improving. No additional consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.